Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was used and appeared to be leaking near the hub. To date, additional information has been requested from the reporter but not provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information was received on 29jun2018 stating the following: patient demographics: n/a. Actions taken in response to this event? They placed a new drain. Where in the body was the device implanted: nephrostomy. What type of drainage was being performed? Nephrostomy. How long was the device in place before the leakage occurred? A few days. Investigation - evaluation: a review of the documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.